Manufacturer narrative:
Other text: investigation completed on a smiths medical ventilators/pneupac ventilators parapac plus the complaint of air entrainment has a problem, the battery holder is going out and the leds are going out. Device was powered on and air entrainment failed airmix and no airmix pneumatic alarm. Power is intermittent. Physical condition of the device revealed damage housing around battery compartment. Screw cover bungs are cracked and punctured. Retaining screw for the battery has been replaced by an incorrect component. Interface board wiring harness insulation is damaged, the elbow fitting on the manometer is upside down. Repair summary included: replaced variable relief valve, battery holder assembly and interface board to correct the customer reported problem. Replaced damaged housing and its labels, dump valve, and demand valve assembly. Upgraded the nrv and smc check valve. Cleaned and replaced damaged orings on the on/off switch and airmix switch due to a leak. Installed service kit. Replaced out of spec manometer. Replaced faulty demand detector block assembly and main alarm board. Performed pm, recalibrated, cleaned device and affix service label.

Event description:
Additional information no patient involvement.

Event description:
It was reported that a smiths medical ventilator has a problem, the battery holder is going out and the leds are going out. No adverse patient effects were reported.